Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal host tissue overgrowth encroached onto the tissue, into the orifice at the inflow aspect, and on a leaflet at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and moderate at the outflow aspect. Host tissue fused all leaflets near their commissure and at the outflow aspect. The x-ray demonstrated an intact wireform and heavy calcification on all three (3) leaflets. All three (3) leaflets exhibited cut sections; all cuts had a straight and smooth edge. The cut section(s) were not returned with the valve. The wireform was exposed near a commissure and one (1) leaflet at the outflow aspect, and near two (2) leaflets at the inflow aspect. Hematoma was observed on a leaflet. (B)(4). The clinical report of calcification was confirmed as calcification and host tissue restricted leaflet mobility and led to stenosis. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth that typically occurs between 12 months to 5 years. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve but abnormal or severe pannus growth can eventually affect the function of the valve. Additionally, many factors can contribute to calcification. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on calcification and pannus in bioprosthetic heart valves, the causes are these mechanisms are still not fully understood and the root cause for the host tissue growth and calcification cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, the explanted device was not returned to edwards for analysis. Without return of the device, edwards is unable to confirm the clinical observation. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this device was explanted after approximately twelve (12) years due to calcification. No additional details provided.